Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the distal conductor was not obstructed, there was blood, some dried saline or contrast on the distal conductor of the lead but it was not obstructed and a fresh guidewire did pass thru lead.

Event description:
It was reported that prior to the implant procedure, the physician tried to insert a stylet and guidewire into the lead, but they could not be completely inserted into the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.